Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 months. The event occurred at (B)(6) center in (B)(6) no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had frequent vomiting which was caused by viral gastroenteritis. Due to the vomiting, the pump had strong contact against the thorax. The patient had a hemorrhage from the thoracic wall and fluid from the hematoma was accumulated in the right thorax. Drainage was performed and the patient was stabilized. Afterwards, there was no recurrence of the event. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.